Event description:
It was reported that the duodenovideoscope was used to perform a cholangiography with a bile duct stent stuck inside, which was retrieved by pulling it into the forceps channel. The procedure was finished with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Since the device was not returned, no problem was detected, and the cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.